Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot numbers h13f25025, h13i04032, h13i10047, h13k06034, and h13k08071. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. During follow up, it was reported that the patient had experienced a recurrent peritonitis and was hospitalized on (B)(6) 2014 for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. It was reported that the patient subsequently passed away on (B)(6) 2014 due to cardiac failure, complications with pancreas and peritonitis. It was unknown if pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by extremely cloudy pd effluent, abdominal pain, vomiting, and nausea coincident with peritoneal dialysis (pd) therapy. Three days after the onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis (dose, route and frequency not reported). After two days in the hospital, the patient was discharged. The patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13f25025, h13i04032, h13i10047, h13k06034, and h13k08071 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted